Event description:
It was reported that the pump touch screen was unresponsive and timed off unexpectedly. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.